Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this electrode had an untreated episode which showed t-wave oversensing, myopotential noise, and a change in the patient's morphology causing the smart pass feature to disable. An x-ray performed showed the electrode had dislodged from its original implant position. Surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported.